Event description:
It was reported that during a gastroplasty procedure, the device locked the stapling just after its electronic firing. During the blue load removal, the metallic cartridge part got stuck in the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: just for clarification, the device locked the stapling just after its electronic firing. Does this mean the device would not fire? => the blade locked in the middle of the stapling. It didn¿t cut the tissue and didn¿t staple.

Manufacturer narrative:
(B)(4). Batch # l54j9m. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition an ecr45w cartridge was received fully fired and with the cartridge pan detached from the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, ¿the device locked the stapling just after its electronic firing.¿ does this mean the device would not fire?